Manufacturer narrative:
Although requested, the product was not returned. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported a contact lens that was a poor fit for the patient caused a corneal ulceration in the patient¿s left eye. The ulcer was in the central 2-3 mm zone of the cornea. The patient was treated with megamox opthalmic solution and has discontinued lens wear. The doctor attributes the event to the poor fit of the contact lens and the patient has since recovered.